Manufacturer narrative:
(B)(4). Batch # u5a87p. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a roux-en-y, the device delivered malformed staples. The procedure was not delayed due to the reported event and was successfully completed. There were no patient consequences.